Event description:
The customer reported the accutorr plus monitor displayed an intermittent spo2 led segment, which may have resulted in loss of spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the unit. Corrections included replacement of the led board. The unit was tested to factory's specifications. It functioned normally and was returned to use.